Event description:
Clinical trial. It was reported that 663 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified and treated one de novo, ostial, mildly calcified, 75% stenosed lesion of the lmca (left main coronary artery) measuring 3.0x8mm. The lesion was treated with direct stenting using a 3.0x12mm taxus express2 drug eluting stent. The pt was discharged the next day on asa and plavix. It was reported that the pt's death 663 days following the index procedure was unwitnessed and the death certificate lists the cause of death as myocardial infarction. The investigator reported that the relationship of the device to this event was unk.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number of this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. The root cause is unk.